Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt unable to complete a falloff test. The cause for the failure was isolated to a damaged pulse wire in the solder connection from the distribution node (dn). The root cause for the broken wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.